Event description:
It was reported that an ilet insulin pump with serial number (B)(6) did not accept charge despite a charger indicator light being green and the charger functioning with other devices, leading the user to discontinue pump use and administer manual insulin injections. Symptoms included no alarms or alerts and reliance on manual injections without reported hypoglycemia, hyperglycemia, injury, or hospitalization. Outcomes included interruption of automated insulin delivery and temporary therapy change. Investigation included review of device logs to assess battery and charging behavior and remote troubleshooting steps. Investigation of this case revealed a suspected device power or battery depletion issue associated with the pump¿s internal power management or battery subsystem rather than the external charger, based on charger function verification and persistent non-charging of the ilet. It was concluded, based on previously established findings for similar reports, that the cause was product malfunction related to the device power or battery system.